Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the cooler/heater unit will not heat. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) shorted pins 1 and 2 together on the solid state relay (ssr) and the unit began to heat, verifying the failure of the ssr. The fsr replaced the ssr and checked all heating and cooling sections. The fsr performed functional checks and preventative maintenance. The unit operated to manufacturer specifications and was returned to clinical use. The suspect ssr was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.